Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was removed from service. During a routine replacement of an implantable cardioverter defibrillator (ICD) the physician found the lead had an insulation fracture. The lead was replaced with a new endotak lead.